Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log shows the device successfully discharge energy on the event date provided. Approximately 18 seconds later, the device did not discharge because the charge button was not actuated prior to the end user attempting to discharge energy. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.